Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) was in the 600 mg/dl range and the customer was in diabetic ketoacidosis. The customer went to the emergency room (ER) and was treated with an intravenous insulin drip and fluids. The customer left the ER with a bg level of 230 mg/dl and felt better. The customer declined tandem customer technical support's (cts) offer to troubleshoot to determine a possible cause of the occlusions. Cts did review the pump t:connect data and found that an occlusion alarm was declared at 9 am and was acknowledged at 12 pm the same day. There was no basal delivery during that time.